Event description:
It was reported that the user experienced hypoglycemia upon waking while using the ilet, acknowledged by device low and urgent low alerts, and self-treated with oral carbohydrates and breakfast without meal announcement; troubleshooting and education were provided, including reinforcement on avoiding overcorrection and assistance with scheduling additional ilet training. Symptoms included low blood glucose. Outcomes included self-recovery without medical intervention, hospitalization, or external assistance. Investigation included user interview and review of use history as described by the user. Investigation of this case revealed no device malfunction reported and suggested user management factors, including unannounced meal intake and potential overcorrection behaviors, as contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.